Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Case type = ngp. Customer returned insulin pump for an alleged audio/vibrate anomaly/absence of alarm found on december 10, 2019. Insulin pump passed the displacement test. Insulin pump failed self test due to insulin pump error . Successfully downloaded history files and traces using thus and carelink. Pump was redownloaded and verified the insulin pump alarmed insulin pump error variable 3 during testing on december 02, 2022 at time 09:38:46.000 due to hardware anomaly. Keypad overlay was peeled and traces on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Insulin pump was cut open to perform visual inspection and found moisture damage¿on the electrical board. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage, and cracked retainer. Insulin pump passed the displacement test. Insulin pump failed self test due to insulin pump error. Insulin pump error confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Cracked retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer inquired about the audio issue. The audio issue was confirmed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.